Event description:
The patient's mother said that her daughter had been experiencing elevated blood glucose levels from 400-600 mg/dl and wanted to review the pump. The patient reportedly tested positive for severe ketones at this time. The patient's mother said she contacted an hcp and adjusted the basal insulin rate. She does not remember the value but says she had been injecting the patient's bolus doses through a syringe while running the basal program from the pump. She said the patient's blood glucose level does not respond to the adjusted basal program. When reviewing the pump the total daily dose matched the pump's delivered amounts. The prime volumes were only 1.8 units, suggesting that the pump may not have been fully primed. However the reporter says she sees insulin come out of the end of the tubing when priming. The reporter also alleged that the pump appeared to be stopping the temp basal programs before the temp basal programs were completed. This complaint is being reported because the reporter alleged the pump was not delivering insulin properly and the patient experienced elevated blood glucose levels and tested positive for ketones. Use error may have also contributed to the patient's blood glucose elevations as the prime volumes suggest the pump was not primed properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately; there was no defect found on investigation.